Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28/jul/2010. A review of the device history record has been completed. No deviations or non-conformances noted. The events of pain, nipple discharge, and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient reported having experienced right side "severe breast pain." Patient additionally reported having right side "nipple discharge, capsular contracture, baker grade IV, possible rupture" and "concern with the product." Device has been explanted.